Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seal was removed/broken on the bottom case and plunger assembly. The investigation found the device had a cracked top case by the tube holders. Teflon coating on the worm coupling assembly had worn outdated parts of the drive train assembly. The pump event history showed a force sensor test error message. A force sensor test error was found at power up and the technician was unable to calibrate the force sensor. The reported issue was caused by contamination of the plunger assembly. The root cause of the issue is damage caused by user error. The technician replaced the whole plunger assembly, plunger tube and plunger cable. Performed preventive maintenance (pm) and all functional testing which passed.

Event description:
It was reported that a force sensor failure error was observed. No patient injury was reported.